Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received unexpected battery power loss and pump error alarm. Troubleshooting was performed and customer reported they were able to clear the alarm and did not receive request to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black on september 10, 2022 customer called in with the following concern: patient calling in to report sudden power loss this morning when she woke up and pump error alarm. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed sleep and active measurement currents, displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that multiple pump error alarm were found on (B)(6) 2022. During download review, pump error alarm confirm in (adapt). Pump error alarm confirm in (adapt). (B)(6). Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. All connectors were plugged in properly and no moisture damage was noted during visual inspection. Per r&d investigation it was determine that pump error alarm was cause buy a previous occurrence of pump error alarm causing corrupted data/invalid pointers. Problem isolated to electronic assemblies. No physical damage noted during visual inspection. In conclusion no pump error or unexpected power loss noted during testing. However, during download review multiple pump error alarm were recorded. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.